Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump has a crack on the screen and her blood glucose levels have been high lately. Customer is unsure of their blood glucose level at this time. Customer cannot recall any significant events leading to the crack on the screen. Customer refused to troubleshoot for high blood sugars and believes the insulin pump meter is inaccurate. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.